Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusion about the report event. Provided info stated the onset of pain began after strenuous pt activity. The initial reporting indicated the products were not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of pain, osteolysis, and loosening. Two months ago, the pt was turning a roll of hay and had onset of pain.